Manufacturer narrative:
The reported event of helix would not extend was confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implant, the helix of the lead was unable to be extended so the lead was not implanted. The patient was stable with no adverse consequences.